Event description:
(B)(4). I have had so many issues from this; I had to have my gallbladder removed in an emergency surgery. I have had bleeding in between periods and during sex. I have a swollen belly that looks like I am pregnant that I can't get rid of. I have had declining dental health since implantation of essure. I have random pain during and after sex which I did not have before.